Event description:
It was reported that the patient complained of fatigue and weakness. There was intermittent noise on the right ventricular (rv) and right atrial (ra) leads. It was also reported that the rv lead had oversensing. The clinician believed there was banging of the old abandoned leads against the ring of the active rv lead. The rv lead was programmed to unipolar sensing, plus the sensitivity was adjusted. Both the rv and ra leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.